Manufacturer narrative:
(B)(4). The distributor picked up the unit and carried out all functional tests and internal inspections. According to the distributor, the unit passed all tests within specifications, and no faults manifested (the reported event could not be duplicated). The unit was not returned to carefusion for further evaluation/ investigation.

Event description:
The following event occurred at a hospital/ user facility, however it was reported thru the distributor that supplies the units. The distributor provided the following description of the reported event, on behalf of a hospital/ user facility: "failure of the sipap machine to register an increase in oxygen in a timely manner." The unit was on a patient at the time of the incident, however, there were no allegations of patient harm.